Event description:
It was reported that a dexcom g7 continuous glucose sensor used with an ilet system failed to pair after a new sensor was applied, leading the ilet to display ¿connect cgm or enter bg¿ and suspend automated dosing. The alert history indicated a sensor failure, and troubleshooting included checking the alert bell, toggling dexcom g6/g7 settings, and re-entering the pairing code; dexcom support contact information was provided. Symptoms included hyperglycemia with a reported blood glucose of 247 mg/dl without associated clinical symptoms. Outcomes included temporary interruption of automated insulin dosing and user inconvenience. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed a failed sensor initialization and unsuccessful pairing. It was concluded that the event was due to cgm sensor failure, and users were advised to wait for reconnection and contact the cgm manufacturer for replacement and further assistance.